Event description:
A nurse was setting up a force fx esu electrosurgical unit. She was unable to obtain power output to the monopolar electrode. She switched to another esu (same model) and it worked. Subsequent investigation revealed that the footswitch had been plugged into the machine in such a way that the desired monopolar jack on the front of the machine was not active. The footswitch was then plugged into the correct connector on the machine, and the system worked properly. Labeling and instructions provided by the MFR were not adequate to prevent this type of event. The clinical engineer reviewed the problem with appropriate nursing personnel. Follow-up in-service will be done.